Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red call doctor light was observed on this patient's communicator, indicating that the patient's implantable device had generated an alert that was unable to be successfully uploaded to the remote monitoring server. There has not been a successful connection between the communicator and the remote monitoring server since the reported red light. The patient was advised to contact their device following clinic for evaluation. No adverse patient effects were reported. The patient's communicator and this implantable cardioverter defibrillator (ICD) remain in service.